Event description:
It was reported that the patient experienced leakage and incomplete urethral coaptation with the artificial urinary sphincter (aus) due to atrophy and possible small hole in the device. The entire aus was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.